Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The condenser tube assembly was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The condenser tube assembly was replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.